Event description:
It was reported that the surgeon inserted an icm125v4 implantable collamer lens in the left (os) eye on (B)(6) 2012, and elevated iop associated with excessive vault was noted on (B)(6) 2012. The lens was removed on (B)(6) 2012 and replaced with a shorter length lens. This resolved the problem. See MFR report#2023826-2012-00978 for the other eye.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method: lens work order search. Medical review. Results: visual inspection of the returned product showed the lens was returned dry and there was no visible damage observed. A lens work order search was performed and revealed that there was no similar complaint for the same type of problem from this work order. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst).several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop, ect.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. (B)(4).